Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database identified no other incidents reported for the clip getting caught on the chordae (difficult to remove) from this lot. The patient effects of mitral valve injury and worsening mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The investigation concluded that the reported user experience was related to user technique/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the third clip delivery system (cds 50325u256) became entangled in the chordae, which caused a chordal rupture and increased mitral regurgitation. The patient underwent surgical valve replacement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted in the a2/p2 location on the mitral valve leaflets. There was a reduction in mr, but there was still a severe jet remaining medial to the first clip; therefore, the second clip was implanted medial to the first clip and the mr was reduced to 3. There was a moderate mr residual jet in between the 2 clips. The third clip delivery system (cds 50325u256) was advanced in an attempt to be positioned between the two implanted clips; however, the clip became stuck in the chordae. Troubleshooting maneuvers were performed to disengage the clip, but a chordae rupture occurred and the leaflet appeared different and was possibly damaged. The mr grade had returned to 4. Additional grasping attempts were performed but the mr could not be reduced. The cds was removed and the third clip was not implanted. The mr remained at 4 with 2 clips implanted. The patient was sent to surgery on the same day for mitral valve replacement and was confirmed to be hemodynamically stable post-surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 2 implanted mitraclips. The customer reported the mitraclip clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.